Event description:
Distributor reported on behalf of home-care user that after 4-days in use, user experienced high blood glucose levels and decided to exchange the set. After removal of the set, user noticed that the clear plastic cannula had become detached and assumed that the cannula fragment had remained in her skin. The plastic cannula was not located in the pt's skin. No attempt has been made to remove the fragment from the pt's skin. No further adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.